Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn were confirmed based on the evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (patient was reported to have 'significant calcium')'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure, a 73-year-old male patient with a history of aortic stenosis (as) and coronary artery disease (cad) underwent implantation of an edwards sapien 3 ultra resilia valve (size 29 mm). The procedure was performed via transfemoral access through the right femoral artery. The patient remained in stable condition at the conclusion of the procedure. Post-procedure, the clinical team observed that the edwards esheath was slit open at the fully expandable portion. The initial puncture site was high due to significant calcium in the right superficial femoral artery (sfa). A small extravasation was noted at the puncture site on angiography. The team inflated a peripheral balloon at the external iliac artery for five minutes, which resolved the issue. Final angiography confirmed no further leak or extravasation. The valve was successfully implanted, and the patient remained stable. The damaged esheath was not returned because the facility sends such devices to infection control. The perceived root cause was interaction with calcified vessel anatomy during insertion, leading to sheath damage. Supporting images are available. Upon follow up, the fcs clarified that there was no issues with the esheath insertion, but it took a hard push during valve insertion.

Manufacturer narrative:
Investigation is ongoing.